Manufacturer narrative:
Engineering analysis of system error logs find only a CT was received which contained no tracer registration. Unable to confirm reported issue other than a possible scan merge issue performed by user.

Manufacturer narrative:
Patient demographic information provided.

Event description:
A neuro coordinator reported the surgeon alleged that navigation was 2 mm inaccurate during a cranial procedure after removing the bone flap. Navigation was accurate when checking landmarks externally on the patient during a tracer registration. After removing the bone flap, surgeon alleged navigation was 2 mm inferior when checking points around the opening in the skull and brain. The surgeon opted to continue the surgery using the navigation system while adjusting for the alleged inaccuracy. No negative impact to the patient outcome was reported.

Manufacturer narrative:
The patient identifier and gender are not available from the site. No parts or files have been received by the manufacturer for evaluation. A medtronic representative went to the site and trained the staff on proper use of the navigation system and how to accurately merge multiple exams together.